Event description:
It was reported that during a colon resection, the device did not fire staples. A second device was used to complete the procedure without consequence to the patient.

Manufacturer narrative:
Date sent: 06/06/2007.